Manufacturer narrative:
Device was evaluated by rep in (B)(4) and found the inverter was burned. The inverter was replaced and monitor was tested to factory specs.

Event description:
Customer reported that the dpm 4 monitor had a black screen and burning smell which may have affected pt monitoring. No pt injury was reported.